Event description:
Reporter alleged blood glucose measured 453 mg/dl compared to nurses' meter result of 140 mg/dl taken within 5 mnutes of each other. No actions were taken or treatment was reportedly received a result. A request was made for the return of the suspect device and replacement product was sent.